Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information at the time of this report.

Event description:
It was reported, patient underwent a hip arthroplasty. After 19 years in-situ, the liner was worn and the patient was experiencing pain. Subsequently, the patient was revised approximately, 19 years post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown mallory head acetabular, shell 52mm, w/apical dome hole. Lot#: (B)(4). G2: foreign: australia. The customer has indicated, that the product will not be returned to zimmer biomet for investigation. As its location is unknown. The investigation isin process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. Mechanical (g04) - head. No observations could be made based on the review of images alone. Without product return, no evaluations can be provided. Review of the device history record identified no deviations or anomalies during manufacturing. Medical record (x-ray images) were provided and reviewed by a health care professional. Review of the available records identified the following: there is a right hip arthroplasty. No fracture or dislocation. There is eccentric position of the femoral head within the cup due to polyethylene wear. There is overall non-focal radiolucency of the proximal femur and along the acetabular cup without evidence of implant loosening. Heterotopic ossification is noted anterolaterally. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.